Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-apr-2026, it was reported by an arthrex subsidiary employee via (B)(4) that a qty. 2 of ar-4570s fiberstitch implants failed during placement and an ar-1588rt acl tightrope rt button did not become secured in the femoral cortex and loosened during testing. This was discovered during a knee acl reconstruction with screw/button fixation, internal brace/all-inside meniscus repair (including ramp lesion repair) procedure with no patient harm reported. No procedural delay was experienced, and two additional fiberstitches and another button were opened to complete the procedure. The patient's bone quality was reported to be good.